Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked and the battery cap couldn't tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the pump's black box history showed that multiple unexplained pump reboot events had occurred. The returned battery cap threads were found to be damaged. The returned battery cap was unable to secure to the pump and maintain an electrical connection. A test battery cap was used to complete the investigation. A portion of the battery compartment was found to be broken off on the side at the threads. The battery compartment was also found to be cracked above and below the bumper pad. The remaining battery compartment threads were stripped but a test cap could be carefully secured. Corrosion was observed inside the battery compartment. A leak test was performed and leaks were found at the battery compartment cracks/damage. The pump was exercised for 24 hours using a test battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.